Event description:
It is reported that the tip of the reamer broke while removing it from the patient's femur. The broken tip of the reamer was removed from the wound.

Manufacturer narrative:
This report will be amended when our investigation is complete.